Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a message mentioning that voltage was too low for remaining capacity. Also, the patient experienced brady cardia and was hospitalized unexpectedly. According to field representative they were unsure when the message initially triggered, and the patient had been also, not compliant. The pacemaker has been explanted with a normal battery depletion comment and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered a message mentioning that voltage was too low for remaining capacity. Also, the patient experienced bradycardia and was hospitalized unexpectedly. According to field representative they were unsure when the message initially triggered, and the patient had been also, not compliant. The pacemaker has been explanted with a normal battery depletion comment. No additional adverse patient effects were reported.